Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient felt a shocking sensation during an MRI. The therapy was off during the MRI and the MRI was stopped. Impedances were checked and found within normal range. Therapy was turned off for two weeks and has since been turned back on.